Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through event history log review. The cause for the iipv was undetermined as there was lack of evidence to make a determination. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 10:03:17. During night drain cycle one, the patient's ultrafiltration reading was 3741ml, indicating the home patient (hp) drained 3741ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.